Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately two weeks prior to contacting lfs. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with oral medication (medication specifics not known). The reporter did not claim that the pt made any changes to her usual medication routine due to the alleged product issue. A day after the alleged meter issue began, the reporter stated that the pt developed symptoms of feeling "clammy, flushed, and shaky." In response to her symptoms, the reporter informed the cca that the pt treated herself by having more food/drink for two days. The cca verified that the battery did not require replacement per the owner's manual recommendation. The cca confirmed that the meter would not power on when the power button was pressed or when a test strip was inserted in the meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the reporter claims the pt was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.